Event description:
This is filed to report gripper actuation issue. It was reported that during device preparation, one of the grippers was neither raising or lowering, but was stuck at a 45 degree angle. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult gripper actuation from this lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.